Event description:
It was reported that a stent graft would not deploy at the venous anastomosis of a graft. There was no patient injury reported.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.